Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure it was noticed that one of the tines on the ar-8973-01 outrigger targeting guide had broken off and the device is no longer usable. The rep stated there was no harm caused to the patient and the case was completed as planned. (*device came in set ar-8973s). Additional information received on 07/30/2019: the rep stated the issue occurred during an ankle orif with fibulock placement for fibular fracture internal fixation procedure. The broken piece of the ar-8973-01 outrigger targeting guide was noticed after final placement of the nail. The rep reported the broken piece could not be retrieved as it was in the canal created in the fibula. The case was completed per standard protocol, and there has been no report of post-op issues. The device will be returning for evaluation. Additional information received on 08/06/2019: the rep stated there are not any copies of x-rays available. The rep reported there was an attempt made by the surgeon to remove the broken hardware, but the attempt was unsuccessful as the piece had migrated proximal into the nail itself and was deemed unretrievable. The rep confirmed no additional incisions were made, as the distal insertional incision was used in the attempt to retrieve the broken fragment. There is not a plan for a revision/removal as of yet as the patient is stable and experiencing no further complications from the original procedure.